Event description:
The customer reported that during a hepatectomy procedure, when the pencil was lying on the pt, the pencil activated without anyone touching it. A burn occurred to the pt's abdomen. Degree of burn and type of treatment were not reported. The customer reported that the incident device had been resterilized at the hospital before use.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.